Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 40 mm diameter abdominal aortic aneurysm. It was reported that the patient returned for follow up approximately 6 years post the index procedure. A type iiib endoleak was noted in the bifurcate, which was caused by a perforation of the stent graft material at the fourth stent from the proximal side of the endurant contralateral limb. A type ia endoleak also occurred, and the aneurysm diameter increased. A thoracotomy was performed as treatment, with partial explant of the endurant ii stent graft system and implant of an abdominal blood vessel prosthesis. As per the physician, the cause of the event was due to the part where the contralateral limb and the main body overlapped becoming hard. As this part was fixed on the proximal region of the contralateral limb, it was considered that when the contralateral limb moved up and down in the aneurysm, the fourth stent of the limb became a shape that stuck to the fabric, and damage occurred. No additional clinical sequelae were reported and the patient is fine.